Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID: evproplus-26, (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of a transcatheter bioprsotheteic valve, the native valve was slightly calcified and was no t pre-dilated. At approximately 80% of release, the valve appeared slightly constricted, with an implantation depth of 3 mm on the non-coronary sinus and 5 mm on the left sinus. The physician proceeded with final release, which was successful. During retraction of the nosecone from the ventricle, the valve dislodged out. Another valve of the same size was used and was successfully implanted.